Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user could not connect a new freestyle libre 3 plus sensor to the ilet, with alerts for dosing stopped and sensor unavailable/reconnecting; the user had not scanned the new sensor, and a new sensor was subsequently scanned and entered warmup. The user reported a blood glucose peak of 313 mg/dl with no associated symptoms. Outcomes included a delay to treatment or therapy. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving an incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.